Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that after closing the access site, decreased flow was noted in the right upper extremity. Vascular surgery was consulted. A decision was made to place a right axillary stent to restore perfusion. Stent placement was successful, with restoration of flow.